Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following. On an unknown date, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was not reported. The treatment and outcome for the peritonitis were not reported. It was unreported if dianeal therapy was ongoing. Per the nurse, the peritonitis was unrelated to dianeal therapy. The nurse declined to provide further information.